Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges injuries; however, no details have been provided regarding the nature of the injury. No lot number has been provided; therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2009: the patient underwent surgery for implant of an unspecified bard/davol composix kugel. Ni/ni/ni: the patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the composix kugel. The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges injuries; however, no details have been provided regarding the nature of the injury. No lot number has been provided; therefore a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 5 months post implant of composix kugel mesh, patient was diagnosed with hernia recurrence, adhesions, mesh migration and inflammation thereby underwent repair with removal of mesh. Per op notes, "mesh had torn loose from the abdominal wall, sideways partially detached". The instructions-for-use supplied with the device lists hernia recurrence, adhesions and inflammation as possible complications. Update fields: a2, a4, b2, b3, b4, b5, b6, b7, d1, d4 (product catalog no., corporate lot no., expiry date), d.6b (date of explant), g1, g3, g6, h2, h6, h10. This supplemental emdr represents the composix kugel mesh (device #1). An additional emdr was submitted to represent the bard flat mesh (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2009: the patient underwent surgery for implant of an unspecified bard/davol composix kugel. Ni/ni/ni: the patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the composix kugel. The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2009 - patient was diagnosed with large ventral hernia and lower infraumbilical hernia thereby underwent open repair with the implant of composix kugel mesh (device #1). Per operative notes, ¿adhesion was lysed. The defects towards right and left side of rectus muscle with two hernia sacs were found. The hernia sac was resected. A composix kugel mesh (device #1) was laid, applied polypropylene to right rectus fascia and left with sutures.¿ (B)(6) 2009 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with the removal of composix kugel mesh (device #1). Per operative notes, ¿there were dense adhesions over the top to the bottom of the mesh, it had torn loose from the abdominal wall, sideways partially detached and partially fixed the mesh with a bunch of broken sutures. The mesh (device #1) was freed up circumferentially from the abdominal wall. The bladder flap was taken down and attached the synthetic mesh behind umbilicus and anchored circumferentially.¿ (B)(6) 2011 - patient had abdominal wall laxity thereby underwent open repair with the implant of bard flat mesh (device #2). Per operative notes, ¿previously placed synthetic mesh was moved to another position and omentum up into the subcutaneous tissue was noted. A onlay bard flat mesh (device #2) was placed to reconstruct the abdominal wall using sutures.¿ (B)(6) 2012 - patient was diagnosed with recurrent lower midline abdominal hernia thereby underwent removal of bard flat mesh (device #2). Per operative notes, ¿bard flat mesh (device #2) and synthetic mesh were excised. The muscle was freed from fatty subcutaneous tissue and biological mesh was placed and secured by sutures.¿ (B)(6) 2012 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair. Per operative notes, ¿there was a defect in the central midline of fascial wall, which was above the edge of old mesh. The excess sac was excised. A synthetic mesh was anchored circumferentially with sutures.¿ (B)(6) 2013 - patient was diagnosed with recurrent multiple ventral incisional hernia thereby underwent laparoscopic repair with the implant of ventralight st using echo ps (device #3). Per operative notes, ¿there were numerous adhesions to the anterior abdominal wall. The bowel was taken down from the synthetic mesh and the anterior abdominal wall was completely freed up. A ventralight st using echo ps (device #3) was placed into the abdominal cavity and secured with the strap tacker.¿ attorney alleges that the patient had adhesions, bowel obstruction, mesh migration, pain, hernia recurrence and emotional injuries. It was also alleged that patient's other injuries known at this time include subsequent surgeries for recurrent hernias.